Manufacturer narrative:
It was reported that while walking with the unit, the left hand brake broke off of the unit when she fell on top of the unit, around easter. No injury or treatment required. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Hand brake broke off of the unit.